Event description:
It was reported that during the implant surgery this left ventricular lead exhibited constrained curvature, when the lead was bent 2 cracks were visible. Using a lead repair kit, the lead was successfully repaired. Thresholds and impedance were under normal measurements. This lead remains in service. No further adverse patient effects were reported.